Manufacturer narrative:
Investigation pending.

Event description:
During surgery, the pathfinder open screw driver bent during use. There was no reported injury to the patient. Surgery time was extended 5 minutes.